Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of eight (8) small volume intermates had ruptured during filling of the device with 0.9% sodium chloride. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured (B)(4), 2018 ¿ (B)(4), 2018. The actual eight samples were not available; however, photographs of all eight samples were provided for evaluation. Visual inspection of the photographs revealed that all eight bladders were ruptured. The reported condition was verified. The cause of the condition was not determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.